Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02334 and 1627487-2013-02335. It was reported the patient experiences heating at his ipg pocket site while charging. The patient also reported he felt heating and pain in his back and legs with stimulation on. He stated he did not want to try a new charging system, and he would like his system removed. No further information is available at this time. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.